Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging an orange alarm light malfunction occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a remote service engineer who determined the system does not meet the specification for the performed service and is not returned to use. Follow up service was requested and the device is pending the outcome of the investigation of the alleged malfunction. If any additional information is received, a follow-up report will be filed. New information/ evaluation: an onsite evaluation was conducted by a field service engineer, and the customers complaint was confirmed. There was no corresponding error codes recorded in the event log. The service engineer determined the issue is likely to have occurred due to a faulty mainboard. The trilogy ev300 ventilator was sent to bench for repairs. In conclusion the system board was replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.

Event description:
The manufacturer received information alleging an orange alarm light malfunction occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a remote service engineer who determined the system does not meet the specification for the performed service and is not returned to use. Follow up service was requested and the device is pending the outcome of the investigation of the alleged malfunction. If any additional information is received, a follow-up report will be filed.